Event description:
The patient reported that they felt they may have overdosed on medication. The patient passed out at the primary care physician's (pcp) office. The patient reported that this had occurred 8 years ago. The patient was hospitalized for 3-4 days. The patient couldn't remember what happened but believed that the health care provider (hcp) had programmed the pump incorrectly. The pump was used to deliver morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8731 serial # (B)(4) implanted on: (B)(6) 2004 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).